Event description:
It was reported that the patient has passed out six times in the last six months. The right atrial (ra) lead had exhibited high thresholds and now were variable. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2008. (B)(4).